Event description:
The user facility reported patient had a cp pump placed to support the patient admitted in with cardiac history. The cp was placed to allow for pci with support. The patient did get coded during that time and survived to transfer from lab to intensive care unit, where optical signal was noted to be unreliable. The pump supported but due to critical nature the patient expired after 10 hours.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: e4. The investigation of the reported failure mode has been completes. No product returned. Optical signal issue - within 6 hours of implant, placement signal not reliable (psnr) alarms occurred. Placement signal (ps) waveform remained visible, but low. Data log review showed ps trends down with flows over the 10 hours of the case, independent of p-level. Motor current (mc) spike occurs at 0240 on (B)(6) 2025, 15 minutes before case end, where mc spikes to 1418ma and pump positioning noted to be in ventricle. 5s parameters from case end show no abnormalities to suggest sensor related issues. The cause of the optical signal issue was patient related due to data log review showing trending down ps and flows with the patient in critical condition on ventilator support and ultimately expiring on support. The device passed all post sterile inspection checks.